Event description:
It was reported that the patient's catheter fell out after 10 days of insertion with the water in the balloon fully deflated. Upon inspection of the catheter and checking the balloon, it was found that it was perforated and that water leaked out of it. The patient also informed that the last catheter inserted 3 months ago also fell out a week after insertion with a deflated balloon. As per the follow-up information received via ibc on august 18, 2023, the representative reflated the removed catheter balloon to check if it was patent; the water ran out of the balloon, so yes, it was perforated. They have not kept the catheter; they only kept the valve with the ID numbers on it. The previous catheter that the client reported to them had also fallen out but was not reported to anyone; they just disposed of it. With respect to checking the lot number of the catheter, they admit that the number was difficult to read and could start with a k or an n, so they would photograph the valve and attach it.

Manufacturer narrative:
The reported event is inconclusive due to poor sample condition. Visual: received 1 foley catheter. Visual inspection noted that the inflation valve was cut off and was the only part of the sample returned for evaluation. Received 1 photo sample showing top view of inflation cap. Based on samples received it is unknown if the product meets specifications. A potential root cause for this failure could be incorrect molding of either the inflation valve or retention cap. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage the catheter. Visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient's catheter fell out after 10 days of insertion with the water in the balloon fully deflated. Upon inspection of the catheter and checking the balloon, it was found that it was perforated and that water leaked out of it. The patient also informed that the last catheter inserted 3 months ago also fell out a week after insertion with a deflated balloon. As per the follow-up information received via ibc on august 18, 2023, the representative reflated the removed catheter balloon to check if it was patent; the water ran out of the balloon, so yes, it was perforated. They have not kept the catheter; they only kept the valve with the ID numbers on it. The previous catheter that the client reported to them had also fallen out but was not reported to anyone; they just disposed of it. With respect to checking the lot number of the catheter, they admit that the number was difficult to read and could start with a k or an n, so they would photograph the valve and attach it.

Manufacturer narrative:
The reported event is inconclusive due to poor sample condition. Visual: received 1 foley catheter. Visual inspection noted that the inflation valve was cut off and was the only part of the sample returned for evaluation. No further tests can be conducted with this sample. Received 1 photo sample showing top view of inflation cap. Based on samples received it is unknown if the product meets specifications. A potential root cause for this failure could be incorrect molding of either the inflation valve or retention cap. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review is not required as labelling would not have prevented the reported event. Correction: h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient's catheter fell out after 10 days of insertion with the water in the balloon fully deflated. Upon inspection of the catheter and checking the balloon, it was found that it was perforated and that water leaked out of it. The patient also informed that the last catheter inserted 3 months ago also fell out a week after insertion with a deflated balloon. As per the follow-up information received via ibc on (B)(6) 2023, the representative reflated the removed catheter balloon to check if it was patent; the water ran out of the balloon, so yes, it was perforated. They have not kept the catheter; they only kept the valve with the ID numbers on it. The previous catheter that the client reported to them had also fallen out but was not reported to anyone; they just disposed of it. With respect to checking the lot number of the catheter, they admit that the number was difficult to read and could start with a k or an n, so they would photograph the valve and attach it.